Event description:
Information received from a consumer patient receiving clonidine 600mcg/ml at 44.97mcg/day and dilaudid 6000mcg/ml at 449.7mcg/day via an implanted pump. Indication for use was noted non-malignant pain. It was reported that the patient had an MRI of their head on (B)(6) 2016 that ended at 10:30am. The patient had called the physician's office yesterday, who told the patient that the healthcare provider (hcp) did not need to see the patient after the MRI. The patient stated, as they were headed back home, a dual tone alarm occurred, then a single tone alarm that sounded three times in a row. The patient put their personal therapy manager (ptm) over the pump and was getting an error code of "8476." The patient had another hcp appointment at 1pm and planned to call the managing hcp after that. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.